Manufacturer narrative:
(B)(4) date sent to the FDA: 05/20/2016. (B)(4).

Event description:
It was reported that the patient underwent a laparoscopic ovarian cystectomy procedure on unknown date and absorbable adhesion barrier was used on ovary. A few months later, the patient began experiencing pain and underwent a diagnostic laparoscopy. The surgeon reported pelvic endometriosis that time, but failed to biopsy any lesion and the fibrin product was used to control bleeding, again. A laparoscopic total hysterectomy along with bso was performed and the patient presented severe diffuse lesions of uterus, ovaries, pelvis, bladder, rectum, small bowel and confined mostly to the pelvis but had some scattered lesions of bowel in the abdomen. The uterine tissue "fell apart". It was reported that the surgeon tried to remove as much of the tissue as possible as it had a "stuck on" relationship to the bowel and not infiltrating. Intra-op consults with pathology and revealed caseating granulomas. The patient was treated as though she had tb for a few days until the permanent showed foreign body reaction within the granulomas. It was also reported that chronic pelvic pain was temporary relieved after hysterectomy. The patient also had auto immune markers and the rheumatologist did not find any evidence of a specific disease state. The patient was ultimately treated by pain management. The physician opined that infectious disease, a foreign body reaction within the granulomatous tissue, was due to the absorbable adhesion barrier and also perhaps exacerbated by fibrin. Additional information has been requested.